Event description:
Two pr-15 probes under ultrasound guidance were advanced to the edge of the liver. Ablation began at 65 w and after a minute the team encountered an error with one of the probes. The team ensured the probe was in good position under ultrasound and attempted to ablate. They immediately encountered the error again. CT was performed which demonstrated the tip of the probe had fragmented and there was air outside of the liver. The probe was removed and found to be fractured at the tip.